Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ("uterine punctures/ tears/ migration of the essure device"), device expulsion ("migration of essure device location of device: the right essure coil appeared to be within the endometrial canal of the uterine body") and genital haemorrhage ("bleeding") in a 39-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included dysmenorrhea and c-section. Previously administered products included for an unreported indication: oral contraceptive nos. Concurrent conditions included polymenorrhoea, ovarian cyst and dysuria since (B)(6) 2016. Concomitant products included ciprofloxacin (cipro) since (B)(6) 2016 for dysuria, drospirenone + ethinylestradiol (yaz) for genital bleeding as well as citalopram hydrobromide (celexa). In (B)(6) 2008, the patient had essure inserted. In 2010, the patient experienced mood swings ("mood swings"), irritability ("irritability"), vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia)"). In 2013, the patient experienced device expulsion (seriousness criteria medically significant and intervention required), depression ("depression"), anxiety ("anxiety") and fatigue ("fatigue"). In 2016, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), pelvic pain ("pain"), migraine ("migraines") and dyspareunia ("dyspareunia"). On an unknown date, the patient experienced hypothyroidism ("hypothyroidism"), headache ("headaches"), tooth disorder ("dental problems"), dysmenorrhoea ("dysmenorrhea (cramping)"), alopecia ("hair loss"), irritable bowel syndrome ("irritable bowel syndrome (ibs)"), haemorrhoids ("hemorrhoids") and weight increased ("weight gain "). The patient was treated with clobetasol, surgery (underwent a pelvic surgery to try alleviate the symptoms) and surgery (laparoscopic supracervical hysterectomy, bilateral salpingectomy, and left oophorectomy). Essure was removed on (B)(6) 2016. At the time of the report, the uterine perforation, device expulsion, genital haemorrhage, pelvic pain, migraine, mood swings, irritability, vaginal haemorrhage, menorrhagia, anxiety, tooth disorder and fatigue outcome was unknown, the dyspareunia, hypothyroidism, depression, headache, dysmenorrhoea, alopecia, irritable bowel syndrome and haemorrhoids had resolved and the weight increased was resolving. The reporter considered alopecia, anxiety, depression, device expulsion, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, haemorrhoids, headache, hypothyroidism, irritability, irritable bowel syndrome, menorrhagia, migraine, mood swings, pelvic pain, tooth disorder, uterine perforation, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: on (B)(6) 2016 was determined that plaintiff required surgical intervention to address her complications. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2008: tubes were confirmed blocked. Most recent follow-up information incorporated above includes: on 27-mar-2018: events-"mood swings, irritability, abnormal bleeding (vaginal), abnormal bleeding (menorrhagia), hypothyroidism, depression, anxiety, headaches, migration of essure device location of device: the right essure coil appeared to be within the endometrial canal of the uterine body, dental problems, dysmenorrhea (cramping), fatigue, hair loss, irritable bowel syndrome (ibs), hemorrhoids, weight gain", reporter,added from pfs. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ("uterine punctures/ tears/ migration of the essure device"), device expulsion ("migration of essure device location of device: the right essure coil appeared to be within the endometrial canal of the uterine body") and genital haemorrhage ("bleeding") in a 39-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included dysmenorrhea and c-section. Previously administered products included for an unreported indication: oral contraceptive nos. Concurrent conditions included polymenorrhoea, ovarian cyst and dysuria since (B)(6) 2016. Concomitant products included ciprofloxacin (cipro) since (B)(6) 2016 for dysuria, drospirenone + ethinylestradiol (yaz) for genital bleeding as well as citalopram hydrobromide (celexa). On (B)(6) 2008, the patient had essure inserted. On(B)(6) 2010, 1 year 4 months after insertion of essure, the patient experienced mood swings ("mood swings"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), headache ("headaches") and dysmenorrhoea ("dysmenorrhea (cramping)"). In 2010, the patient experienced irritability ("irritability"). On (B)(6) 2013, the patient experienced depression ("depression"). On (B)(6) 2013, the patient experienced device expulsion (seriousness criteria medically significant and intervention required), anxiety ("anxiety") and tooth disorder ("dental problems"). In 2013, the patient experienced fatigue ("fatigue"). In 2016, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), pelvic pain ("pain"), migraine ("migraines") and dyspareunia ("dyspareunia"). On (B)(6) 2017, the patient experienced alopecia ("hair loss"). On an unknown date, the patient experienced hypothyroidism ("hypothyroidism"), irritable bowel syndrome ("irritable bowel syndrome (ibs)"), haemorrhoids ("hemorrhoids") and weight increased ("weight gain"). The patient was treated with clobetasol, surgery (underwent a pelvic surgery to try alleviate the symptoms) and surgery (laparoscopic supracervical hysterectomy, bilateral salpingectomy, and left oophorectomy). Essure was removed on (B)(6) 2016. At the time of the report, the uterine perforation, device expulsion, genital haemorrhage, pelvic pain, irritability and anxiety outcome was unknown, the migraine, dyspareunia, mood swings, vaginal haemorrhage, menorrhagia, hypothyroidism, depression, headache, tooth disorder, dysmenorrhoea, fatigue, alopecia, irritable bowel syndrome and haemorrhoids had resolved and the weight increased was resolving. The reporter considered alopecia, anxiety, depression, device expulsion, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, haemorrhoids, headache, hypothyroidism, irritability, irritable bowel syndrome, menorrhagia, migraine, mood swings, pelvic pain, tooth disorder, uterine perforation, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: on (B)(6) 2016 was determined that plaintiff required surgical intervention to address her complications. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2008: tubes were confirmed blocked. Most recent follow-up information incorporated above includes: on 13-jun-2018: events- "abnormal bleeding (menorrhagia), abnormal bleeding (vaginal), dental problems, fatigue, migraines" outcome updated to "recovered / resolved". Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ("uterine punctures/ tears/ migration of the essure device") and genital haemorrhage ("bleeding") in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. In (B)(6) 2008, the patient had essure inserted. In 2016, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), pelvic pain ("pain"), migraine ("migraines") and dyspareunia ("dyspareunia"). The patient was treated with surgery (underwent a pelvic surgery to try alleviate the symptoms). At the time of the report, the uterine perforation, genital haemorrhage, pelvic pain, migraine and dyspareunia outcome was unknown. The reporter considered dyspareunia, genital haemorrhage, migraine, pelvic pain and uterine perforation to be related to essure. The reporter commented: on (B)(6) 2016 was determined that plaintiff required surgical intervention to address her complications. Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.